Manufacturer narrative:
The date received by manufacturer has been used for this field. Initial reporter facility name: dignity health-community hospital of san bernardino investigation summary: a complaint of issues with an infusion set was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review for model 11532269 lot number 20106843 was performed. (B)(4). There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set experienced device damage while still considered operable. The following information was provided by the initial reporter: I just received a product malfunction/failure report from our clinical staff.